Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not power on. Per review of work order on 25dec2025, there was no patient involvement. Per sample evaluation results received via task on 27jan2026, it was reported that the temperature in cable-nellcor was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. During evaluation, it was confirmed that the temperature cable was damaged. Temperature cable was replaced. Product testing is complete and confirms the product meets servicing requirements. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. A DHR is not required as the serial number is unknown. Corrections made to tab d and h. Initial reporter name: (B)(6). Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not power on. Per review of work order on 25dec2025, there was no patient involvement. Per sample evaluation results received via task on 27jan2026, it was reported that the temperature in cable-nellcor was damaged.